Event description:
It is reported that a customer experienced high blood glucose and was admitted to the hospital. The name and blood glucose level of the patient is unknown. The caller was a friend of the patient that said the insulin pump gave 8 times the amount of insulin that it should have gave to the patient causing the patient to black out. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's friend reported via phone call that the customer was hospitalized for the pump over-delivering insulin. The caller reported the customer blacked out while driving and drove into a ditch as a result. The customer was not feeling well and became unconscious. The customer's blood glucose was unknown at the time of incident. The caller stated the pump dosed the customer eight times more than the programmed amount. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received after the initial report was submitted. Please reference manufacturer report number: 2032227-2015-04408 for device evaluation.